Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the battery compartment was cracked and the battery cap was unable to fully tighten on to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/08/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/18/2014 with the following results:the battery compartment was observed to be cracked and the returned battery cap was unable to fully tighten on to the pump. The cap threads were undamaged. A test cap was able to fully tighten; however no power loss was observed. The current draws were found to be within specifications. No evidence of moisture corrosion was found in the battery compartment. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Additionally, the audio bolus button was unresponsive during testing. The cover was removed and the contact was found to be misaligned and contamination was found. The keypad buttons were also unresponsive and evidence of contamination was found under all key contacts. The pump did not have audible tones during testing and the tones were found to be inoperable. The piston cap was missing from the pump. (B)(4).